Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced high impedance as a result surgical intervention took place where the lead was explanted. Related manufacturer reference number: 3006705815-2022-17302.

Event description:
Additional information received indicates the lead was not explanted and replaced.  Reprogramming was done to resolve the issue.

Manufacturer narrative:
Correction - it was previously reported that the patients lead was explanted and replaced due to high impedance. After additional information was received, the lead was never explanted or repositioned during surgery. Rep was able to reprogram the patient, therapy was restored after surgery. D6b reported as 'feb 10, 2023' should be corrected to blank as the lead was not explanted.